Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial# (B)(4), product type: programmer, patient. Product ID: 97745bp, serial# (B)(4), product type: accessory. Product ID: 97755, serial# (B)(4), product type: recharger. Product ID: 97745, serial# (B)(4), product type: programmer, patient. Product ID: 97745bp, serial# (B)(4), product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer rep regarding a patient implanted with an implantable neurostimulator for spinal pain. The patient reported that they were charging too often. It was reported that the ins battery is depleting overnight, and rapid depletion is not expected with current programming. The patient reported that they will charge to 100% before bed and ins will deplete overnight. The patient reported that they were charging twice a day. The patient reported that some programs intentionally used high settings that has "eaten" ins battery in the past but confirmed with rep that the current program should not be doing so. It was reported that the rep changed programs again after this event began without resolving the charging issues. The patient reported that they were hearing a ¿clicking¿ noise on the controller when trying to connect to the device. The patient reported that while charging, they will see a flashing message that the recharger needs attention, but when they check the screen says excellent charging. The patient reported they will be charging ins with ins battery at 0%, and will see ins battery increment to 30% then see ins back at 0% later in the same charge session. A replacement controller was requested. The patient reported that they were not getting pain relief. The patient reported that they had programmed with reps and have not been able to find a program that will take care of the pain. The patient reported that since the ins was turned on they have not been getting the pain relief that they had during the trial. The patient reported they were currently ¿getting 20% pain relief¿ and has been in so much pain they are unable to drive. The patient reported that the new controller continues to freeze, blue lines through the words and occasionally foreign language. It was reported that the controller screen displayed a ¿software problem¿ message. It was reported that the software problem message details were as follows: 1. Intellis, 2. -3.0 3. 15_26273990 4. 9 j3, g* a replacement li battery pack was requested. The patient reported that they received the li battery pack and had it placed in the controller but got the software problem message again. The details of the message were as follows for controller serial number (B)(4) : (B)(4) the li battery was removed and put back in the controller but still saw the ¿software problem¿ message.